Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and identified that the unit was not fully engaged into the cart. This was not allowing for batteries to charge or unit to operate with ac power. After the fse fully engaged the unit into the cart, the unit powered up on ac and batteries were charging. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a pre-use check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) would not turn on. There was no patient involvement, and no adverse event reported.